Manufacturer narrative:
(B)(4). Corrections: the device was reported as not returning; however, it was returned for analysis. Results code and conclusions code were removed. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to inflate was confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with heavy tortuosity and mild calcification. Resistance was not felt during advancement of the 3.0 x 12mm nc trek rx balloon dilatation catheter (bdc) to the lesion and it crossed successfully; however it failed to inflate. A replacement bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.